Manufacturer narrative:
The investigation determined that a single, non-reproducible, higher than expected vitros trop I es result was obtained while using a patient pool to run a tropi es precision test.the patient samples used to make the affected patient pool were not centrifuged in accordance with the tube manufacturer's recommendation. Therefore, it is likely that cellular debris, due to poor sample preparation, was present in the affected patient pool, although this could not be confirmed. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. There is no evidence that the vitros 5600 system or vitros trop I es reagent malfunctioned.

Event description:
The customer obtained a single, non-reproducible, higher than expected vitros trop I es result (0.058 ng/ml) for a patient pool while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with an individual patient sample. The affected patient pool was known to have a troponin concentration of <0.012 ng/ml. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).